Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with recurring incontinence. Upon explant, the physician determined that the cuff would not inflate enough to close the urethra completely. The aus was explanted and replaced with a new aus. No additional patient complication were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Updated d4 model number, lot number, catalog number, expiration date, unique identifier, d6a implant date, and c2/d10 concomitant product/therapy.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with recurring incontinence. Upon explant, the physician determined that the cuff would not inflate enough to close the urethra completely. The aus was explanted and replaced with a new aus. No additional patient complication were reported.